Event description:
Health care professional at center reports a crack noted along the threads of the venous header during reprocessing. Health care professional reports the dialyzer was reused 16-30 times (actual # unk). Health care professional reports no pt injury.